Event description:
Inappropriate shocks were recorded due to ventricular noise sensing. However, during re-intervention, the medtronic ventricular lead was found fractured and was replaced. This ICD remains implanted with the new lead.

Manufacturer narrative:
A response from the MFR is pending.